Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that 10 days post-op the set screw disassociated from the pedicle screw after the patient fell. The patient underwent a revision surgery 20 days post-op; the set screw was replaced successfully. No additional patient complications were reported.